Event description:
Customer reportedly obtained results of approximately 200 mg/dl on the advantage system and approximately 100 mg/dl on a professional device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.